Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('other is lodge in my organs'), fallopian tube perforation ('coil pierced my tube') and device dislocation ('other is lodge in my organs') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the embedded device, fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation, embedded device and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ fallopian tube perforation, embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event: other is lodge in my organs was added. Event adverse event updated to fallopian tube perforation. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.